Event description:
Customer reported that while a pt was being treated in an incubator with the phototherapy lamp turned on. A clump of dust caught fire when a transistor burned out on the power supply of the phototherapy lamp. The pt was removed from the unit and the fire was extinguished. No injury occurred. The chief of biomedical engineering at the hosp stated that the fire was not due to faulty equipment, but rather due to the fact that the unit had not been properly cleaned.